Event description:
The hospital reported they experienced a total loss of image during a procedure. The procedure was completed, however, it is unknown which device was in use during the time of the procedure. There was no allegation of harm.